Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; jun 11th, 2019; all channels: acinetobacter johnsonii and staphylococcus pasteuri (the total cfu of the acinetobacter johnsonii and staphylococcus pasteuri is >100 cfu). Second time; jun 18th, 2019; the suction channel: non-aspergillus fungus (1cfu). Third time; jul 5th, 2019; the air/water channel: acinetobacter johnsonii and staphylococcus epidermidis (the total cfu of the acinetobacter johnsonii and staphylococcus epidermidis is 3cfu) the suction channel: lysinibacillus (1cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.